Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached around 700 mg/dl after wearing the pod. The pod alarmed during operation and was removed; patient's bg level spiked due to having no backup insulin. Symptoms reported include weakness, vomiting, frequent urination and increased thirst. The patient was treated with intravenous fluids and insulin. She was released after spending 3 days in the hospital.